Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem was not duplicated or confirmed. An 8 hour "burn in" was performed on the returned device with no image or functionality problems identified. Additional evaluation findings are as follows: 1.) The cable failed the leak test due to a puncture on the middle section of the cable; 2.) Rubber part on the rear cover packing noted chipped; 3.) Rear cover label noted faded; 4.) Minor kink on the cable near the camera head boot was noted. The investigation is ongoing and the definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that an image did not appear. The problem, as reported to olympus, was identified during reprocessing of the device. There was no patient injury, associated with the problem, reported to olympus.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since no device malfunction was confirmed during evaluation, the definitive root cause of the image failure could not be determined. The image failure was likely caused by moisture entering the cable unit due to faulty water tightness. The instruction manual identifies the following verbiage, which may have prevented the phenomenon: ¿never reprocess, or store this camera head with sharp-tipped instruments (tweezers, forceps, knives, etc.). This could scratch or tear holes in the camera cable, which could allow water to penetrate and damage electrical circuits inside the camera head.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, the phenomenon was not reproduced, and it was determined that due to faulty water tightness of the cable unit, moisture has entered the device and temporarily caused the image to not display. Olympus will continue to monitor field performance for this device.